Event description:
It was reported that the pt experienced increased spasticity and neck pain. The pump contained lioresal 1000 mcg/ml at a daily dose of 175 mcg. The pump was nearing "end of life". The pt underwent pump rotor study which was "okay". A catheter dye study was performed in 2007; a catheter blockage was cleared with aspiration. The pump was replaced in 2007. The pt recovered without sequela.